Event description:
It was reported that the patient was having difficulty activating the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue with the patient and confirmed the electrodes on the right lead were out of range/high impedances. The device was programmed to unilateral stimulation until revision surgery could be scheduled. The patient underwent revision surgery to remove and replace the right lead. Although the left lead is functional, the surgeon opted to replace both leads. Two new leads were implanted with no report of patient harm or injury.a review of the images revealed no strain relief loop in the pre-revision images.

Manufacturer narrative:
Mml reference #: (B)(4). Patient information was requested but not available. Other device explanted: model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Mml reference #: (B)(4). Patient information was requested but not available. Other device explanted: model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI: (B)(4). The lead assemblies were returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the right percutaneous stimulation lead. There was no fault found with the left lead assembly.

Event description:
It was reported that the patient was having difficulty activating the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue with the patient and confirmed the electrodes on the right lead were out of range/high impedances. The device was programmed to unilateral stimulation until revision surgery could be scheduled. The patient underwent revision surgery to remove and replace the right lead. Although the left lead is functional, the surgeon opted to replace both leads. Two new leads were implanted with no report of patient harm or injury. A review of the images revealed no strain relief loop in the pre-revision images.